Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.11c. P-cap locked in place properly during testing. Unit power up properly after battery installation. Unit passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Unit functioning properly. Unit also received with missing battery cap metal contact, cracked case(battery tube), cracked battery tube threads, missing display window cover and cracked keypad at select button.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was no adverse impact or consequence reported as a result of this event.